Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove and the reported activation failure were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging and/or preparation for use inadvertent mishandling resulted in the noted bent jacket and strain relief distal to the handle; thus resulting in the reported difficult to remove stylet. Manipulation in attempts to remove the stylet inadvertently resulted in the reported premature activation/deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use in the patient during removal of the stylet, some resistance was felt and the tip stuck to the stylet. During stylet removal, the 7.0x40 mm absolute pro stent began deploying. Two cells of the stent were deployed. Since there was no patient involvement, another same size absolute pro was used to complete the procedure without further incident. No additional information was provided.